Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent an initial operation for an open procedure of adhesiolysis and required small bowel resection. The device fired as expected. Post operatively, the patient experienced abdominal pain and distension of the abdomen. There was a potential for peritonitis and the patient was given antibiotics. Ten days after the original procedure, the patient was brought back to theatre with a leakage. There was leakage along the whole staple line. Small bowel resection performed again. This resulted in tissue loss and damage. Two centimeters of additional bowel was resected. The patient remains in the intensive care unit since the operation and is currently doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.